Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced sustained high blood glucose (bg) despite performing multiple supply changes. The ilet generated multiple alerts including high glucose at 06:02 pm and 09:57 pm, insulin set expired at 10:38 pm, and a low glucose alert at 11:17 am. The highest reported bg was 366 mg/dl. The user reported feeling tired. The condition could be corrected through a supply change while remaining on ilet insulin therapy. No external assistance or medical intervention occurred.